Manufacturer narrative:
Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate failure. No adverse effects were reported.

Manufacturer narrative:
Information was received indicating that the event occurred during testing, no patient was involved.

Manufacturer narrative:
Other text: additional information h6, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified motor rate error. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced worm coupling and stepper motor for preventive.